Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "the machine changed from primary mode to secondary mode" was confirmed during product evaluation. It was determined that user error contributed to this event. Therefore, no repair was necessary to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump changed from primary mode to secondary mode. This event may have been an overinfusion. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.